Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, pain, and small bowel obstruction. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, pain, (&) small bowel obstruction. Post-operative patient treatment included revision surgery, mesh removal, exploratory lap, tap block, hernia repair with mesh, (&) removal of thinned/stretched out skin.

Manufacturer narrative:
Additional info: a1, a2, a3a, b5, b6, b7, d6b, g1, (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, pain, inflammation, blood loss, tenderness <(>&<)> small bowel obstruction. Post-operative patient treatment included medication, revision surgery, mesh removal, exploratory lap, tap block, hernia repair with mesh, <(>&<)> removal of thinned/stretched out skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.